Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the customer experienced diabetic ketoacidosis. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.